Manufacturer narrative:
(B)(4). Batch # r9585l. Investigation summary: the device was returned with the blade scratched and cracked, in addition the device was received with the tissue pad damaged, melted, and 100% present. During functional testing on gen11, an alert screen was displayed. During functional testing on the generator, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. There were no "communications issues" noted at any time during the analysis of the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, ¿replace instrument / device not found¿ was suddenly displayed in three to four hours after the procedure was started. Much tissue attached to the device even though the device was often cleaned during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.